Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath d/l 23cm catheter was returned for evaluation. Visual and microscopic evaluation were performed on the returned device. The investigation is inconclusive for the reported loosening of implant and migration as during sample evaluation no anomalies related to device migration or loosening of implant were noted. Further the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2021), e1, g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post catheter placement, the catheter allegedly came out and the cuffs appeared papery with no fibrosis. It was further reported that the device allegedly embolized in the patient. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2021).

Event description:
It was reported that some time post catheter placement, the catheter allegedly came out and cuffs appearing papery with no fibrosis. There was no reported patient injury.